Manufacturer narrative:
Technical services requested additional information regarding the patient information via email, however no further information was obtained. Should additional information become available to our company, this report will be updated.

Event description:
Boston scientific received information that this health care provider called to report a warning was received indicating one of the patient's lead's switched from bipolar to unipolar configuration. Technical services (ts) discussed this was likely a lead safety switch. Ts provided troubleshooting support and recommended testing isometrics and measuring impedances in both unipolar and bipolar to try and recreate an issue.